Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the tech in the room did test prior to it going in the patient and it was opening and closing fine, once inside it broke with jaws open so she removed the handle and used another grasper to pull frayed ends and that closed the jaws and she slowly pulled it all out. No negative impact in state of health reported.